Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect was observed. The leakage was determined to originate from a part from a supplier, and they have been made aware of this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Following the submission of the initial MDR, the customer responded with information regarding patient impact. No harm to patient. Annex e and f codes updated.

Event description:
Additional information received regarding patient impact. No harm to patient. Annex e and f codes to be updated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Verbatim: this is the third occurrence of IV fluid leakage from the pivo site. The IV line was observed actively spewing fluid from the connection point.